Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID: neu_unknown_lead, serial# unknown, product type: lead.

Event description:
The manufacturer¿s representative (rep) reported the implantable neurostimulator (ins) had reached the elective replacement indicator (eri) so it was going to be replaced. It was further reported 11 of 16 contacts on the lead were not functioning, but later information clarified the ¿device functioned fine with only two electrodes having high impedances¿ with reprogramming around the leads being performed to get coverage for the consumer. It was noted the ins was placed in the clavical region and the leads were placed in the cervical area. Relevant medical history includes non-malignant pain and other chronic/intract pain (trunk/limbs).